Event description:
It was reported that the bd safetyglide¿ needle leaked when administering the vaccine, and pulled out of the hub. The following information was provided by the initial reporter: "vaccine was attached to needle hub, upon plunging the vaccine into the clients muscle the vaccine began to leak out from around the needle. When pulling the needle out of the muscle the needle sheath remained in the leg and dislodged from the hub and syringe. Rn took tissue paper to remove the needle from the leg. No problems related to user, syringe and needle were properly placed together. Incident was due to needle sheath becoming disconnected."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-nov-2022 investigation summary four samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. All samples passed the needle pull force test. Furthermore, a device history record review was completed for provided lot number 1116362. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle leaked when administering the vaccine, and pulled out of the hub. The following information was provided by the initial reporter: "vaccine was attached to needle hub, upon plunging the vaccine into the clients muscle the vaccine began to leak out from around the needle. When pulling the needle out of the muscle the needle sheath remained in the leg and dislodged from the hub and syringe. Rn took tissue paper to remove the needle from the leg. No problems related to user, syringe and needle were properly placed together. Incident was due to needle sheath becoming disconnected."